Event description:
A talent stent graft system was implanted in a patient for the emergent treatment of a transected thoracic aorta. The thoracic aorta measured 18 - 19 mm in diameter on CT at the area of the transection and 15 mm in the descending aorta. Serial dilators were used because of the patient's small vessels and not because of disease. The dilators were successfully inserted, and the procedure was begun. The transection was located below the subclavian artery and the plan was to cover the subclavian to achieve an adequate proximal seal. An angiogram was performed. The delivery system was first covered with mineral oil and inserted. A centimeter of the stent graft was deployed proximal to the subclavian take-off with the greater curve covered by the connecting bar. The thoracic aorta had an acute angle of the arch. During the stent graft deployment as 2 or 3 stents rings were deployed, the physician caught his hand on the delivery system and tore the glove. The physician placed the device down to change his glove then continued deployment with the handle. Significant resistance was felt at approximately a fifth of the stent graft deployed. The position of the stent graft was above the subclavian artery. The physician elected to use the quick release button to complete deployment of the stent graft. At this point, the stent graft jumped forward covering the great vessels. It landed by the aortic valve and the decision was made to proceed to open conversion. The stent graft appeared fully expanded at the time of conversion; however, it is unknown if it was fixated to the aorta. The stent graft and the delivery system were returned to medtronic and the evaluation is pending. The patient had 3 additional surgeries not related to the thoracic repair, and the transection was left untreated until the patient becomes more stable. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: transected thoracic aorta, acutely angled arch and small arteries. Used for treatment of a transected thoracic aorta. Conclusion: used for treatment of a transacted thoracic aorta.